Event description:
Reporter indicated that vns pt had passed away due to sudep (sudden unexplained death in epilepsy). Further follow-up with treating neurologist revealed that the pt experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Neurologist indicated that the cause of death was cardiac arrest. No autopsy was performed and the vns therapy system was not explanted. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.